Event description:
The lay user/patient contacted lifescan in 2006 and alleged that his one touch ultra meter was displaying the apply sample message. The medical affairs specialist was unable to reach the patient after several attempts via phone to verify/obtain further information. A letter was sent to the address provided. The patient reproted that he was disoriented and passed out on the ground at the time of concern. However, it is documented that he administered self-care (insulin-15 units of 70/30). There is no report of medical intervention and no further information provided regarding the event. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct and the test strips was drawing the sample into the test area. The pt was asked to retest with a new test strip and correct technique, but the issue was not resolved. Although there is insufficient information provided regarding the events prior to, during, and after the patient "passed out on the ground", this complaint is being reported because of allegation of harm and the unresolved meter issue. A one touch ultra system kit was sent to the lay user/patient as a replacement.